Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the circumflex (cx) artery with moderate tortuosity and moderate calcification that was 85% stenosed. Two bmw guide wires were advanced to each vessel of the circumflex bifurcation followed by the advancement of a trek balloon dilatation catheter (bdc) on one guide wire and a 3.0 x 18 mm xience xpedition rx stent delivery system (sds) on the other guide wire. No resistance was felt during advancement of the sds; however, a proximal shaft separation occurred. The proximal shaft separation was able to be removed from the anatomy by hand. A 2.75 x 18 mm xience xpedition was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.